Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the mid shaft of the cat7 became kinked upon inserting into the sheath and passing the lesion. Therefore, the cat7 was removed. It was also reported that the physician noticed there was hydrophilic coating covering the tip of the cat7 after removal. The procedure was completed using an indigo system catd aspiration catheter (catd) and a new sheath. There was no report of an adverse effect to the patient.